Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The primary cause of the reported perivalvular leak has not been provided. Moreover, as the device has not been returned for evaluation, the root cause of this event could not be positively identified. The investigation reveals nothing to indicate a manufacturing quality deficiency that may have caused or contributed to this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the edwards' mitral bioprosthetic valve was explanted after an implant duration of approximately 92 months, and replaced with another edwards' pericardial valve. Through follow-up, it was learned that the valve was explanted due to severe symptomatic mitral insufficiency with periprosthetic valve leak. The patient had increasing symptoms of shortness of breath and fatigue which was consistent with a perivalvular leak by tee. Operative report indicates the valve was easily excised and replaced.